Manufacturer narrative:
Age at time of event: over the age of 18yrs old. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The coil and pusher wire arms were interlocked within introducer sheath. The twist lock of the introducer sheath had been opened. Residues of blood were noted within the introducer sheath. The coil fiber bundles had blood on them. The introducer sheath was inspected and no anomalies were noted. The pusher wire was inspected and no anomalies were noted. The coil was inspected and the zap tip was detached. The coil was inspected and was found stretched. The pusher wire was advanced through the introducer sheath without problems, no resistance was felt. The proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The zap tip was found detached. The interlocking arm was inspected and no anomalies were noted. The zap tip od can not be measure because was returned detached.

Event description:
Reportable based on the device analysis completed on 03dec2019. A 4mm x 15cm interlock coil was selected for use. During the procedure, it was noted that the coil fiber and inner layer was stretched when they retrieved the coil. Furthermore, the coil was not deployed. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the zap tip was detached.